Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, looks as if a couple of staples on specimen side of stomach were missing from one of the three staple lines there. Green cartridges were being used but were discarded. Case completed with same device and cartridges. There were no patient consequences reported. No device will be returned.